Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited a "no disposable" alarm. After trouble shooting, pump continued to alarm. Per reporter the residual volume was 28 ml, rate 1.7 ml and given 50.05 ml. No adverse patient effects were reported. Per reporter no additional information is available at this time.